Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The set-up joint (suj)4 was analyzed, and the reported error was confirmed and replicated. In the system logs, error 23103 was found indicating excessive primary encoder latency, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and the unit triggered 23103 and 23105 at startup in normal mode. The shoulder and proximal harnesses were consistent with reported problem. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to electrical issues from the shoulder harness suj4, which led to excessive primary and secondary encoder latency errors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced set-up joint (suj) to resolve the issue. The system was verified and ready to use. Isi has not received the suj for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the customer reported error 23103 recoverable fault on the universal surgical manipulator (usm) arm. Tse reviewed logs and confirmed error on set up joint (suj) # 4 extra elbow. The customer disabled usm arm 4 and proceeding the surgery. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system booted up normally without any errors and no patient injury or harm.